Manufacturer narrative:
No devices were returned for eval. Feedback from the initial reporter indicated, the surgeon elected to angle the screws in a manner which prevented placement of the caps. The surgeon indicated to the initial reporter that the screws were placed along the cortical edge of the bone and considered the construct stable.

Event description:
Four locking caps were not installed during installation of three-level anterior plate.